Manufacturer narrative:
Laboratory analysis summary: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported " capsular contracture, baker grade iii-IV". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23jan2024. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported " capsular contracture, baker grade iii-IV". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported " capsular contracture, baker grade iii-IV". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported " capsular contracture, baker grade iii-IV". This record is for the right side. The device has been explanted.